Event description:
It was reported that the customer had cracks on the insulin pump. Cracks were by the reservoir compartment and the ring is hanging out. Customer's blood glucose level was 600 mg/dl. Damage occurred when the customer put the reservoir in and tightened it.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-45325.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.